Event description:
Additional information was received that the patient was seen in the clinic for additional testing. Noise was observed when the patient would raise his left arm in both primary and secondary vectors, and could be reproduced. Noise could not be reproduced with manipulating the s-ICD. The physician is considering a pocket revision because the s-ICD may be too anterior.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock from the device. Noise was observed and was reproduced when the patient would lift his arm over his head. Noise was observed in both primary and secondary sensing vectors. Smart pass feature was off. The patient will be seeing an electrophysiologist at his following clinic. No adverse patient effects were reported. The patient was seen in the clinic where he is followed. The field representative's impression is that the coil and device are slightly in adipose tissue and that is causing r-wave variability with respiration and noise with certain movements. Based on further troubleshooting with boston scientific technical services (ts), a decision was made to reoptimize the device by increasing the gain settings from 1x to 2x. The field representative noted the patient may go to a different implanter for a sub-fascial implant system revision.

Event description:
Additional information was received that a pocket revision was performed. The root cause to the noise was suspected by lateral muscle movement as the device was placed near the patient's arm-pit. The plan was to reposition the device, but the physician elected to explant and replace the device since they were already opening the pocket. The electrode remains in service. No additional adverse patient effects were reported.